Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to feeling dizzy, bradycardia and syncope. Upon interrogation, the right ventricular (rv) lead had fracture, high pacing impedance, noise and elevated sensing integrity counter (sic). The lead was reprogrammed and replacement is scheduled for the future. No further patient complications have been reported as a result of this event.